Event description:
It was reported to philips that the heartstart xl defibrillator did not shock a patient. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.